Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the provided image was performed which confirmed the allegation. There was tissue caught in the wrist of the instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist became stuck in peritoneal flap tissue. The surgeon had a monopolar curved scissor in their right hand and cut away the tissue from the force bipolar instrument. This was intended tissue to be removed. No further intervention was required to address the event. No bleeding occurred. The surgeon continued to use the same force bipolar instrument for the remainder of the procedure which was completed robotically. The instrument did not have any difficulty being removed from the cannula. There were no other reported complications or errors intraoperatively. The patient is recovering well.